Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer stated the act button was not working. The customer's blood glucose was 126 mg/dl. The customer reported that she was sweating and does not believe the insulin pump was the cause of the low blood glucose. Troubleshooting was not done for high blood and low blood glucose due to do keypad anomaly. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent act button response due to corroded keypad traces. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. The insulin pump has cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.